Event description:
Procedure type: lap sigmoid colectomy. According to the reporter: no intra-operative complications or abnormalities were noted. The anastomosis was air tested and the donuts were normal. A few days post-operatively, a leak was found on the back side of the anastomosis. The patient was re-operated and the anastomosis was oversewed to correct the leak. The patient is in well current condition.

Manufacturer narrative:
Initial report sent: 06/17/2008.